Manufacturer narrative:
No service history review can be performed as part number 311.43 with lot number(s) 9818104 is a lot/batch controlled item. The manufacture date of this item is 3-jun-2015. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. Product development investigation has been completed. A visual inspection under 5x magnification, crack length dimensional inspection, device history record (DHR) review and drawing review were performed as part of this investigation. This complaint is confirmed. Both devices were received at customer quality with cracks in the handle. The cracks originate at the location where the dowel pin secures the handle to the shaft and propogate distally and proximally. The length of the cracks on each device are approximately 17mm long with the dowel pin in the center. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the handles on the returned devices are already cracked. Top level assembly product drawing were reviewed during this investigation. The handle component is made from radel r 5000 series blue and is an appropriate material for a handle component of this type. No product design issues or discrepancies were observed. The complaint condition was most likely due to the devices encountering excessive impact force (such as being dropped on floor). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. There was no reported patient involvement associated with the complained event. Device is an instrument and is not implanted/explanted. A service and repair evaluation was performed for the returned subject device. The customer reported the handle was cracked/split where the rivets were located. The repair technician reported ¿handle cracked/broken¿ as the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The service and repair evaluation confirmed the complaint condition. The item will be forwarded to the synthes customer quality for additional investigation. A device history record review was performed for the subject device lot. Manufacturer: (B)(4). Date of manufacture date: jun 3, 2015. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that after sterile processing, it was noted that two (2) handles with quick coupling are cracked. There are two metal rivets on the handle of the devices and both handles are cracked/split where the rivets are located. There was no procedure or patient involvement. The complaint condition was initially determined to be non-reportable; however, upon conclusion of the service and repair evaluation on feb 9, 2017, it was determined that the devices were also broken. The condition was then determined to be reportable. This report is 1 of 2 for (B)(4).